Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site and lead site. The patient was prescribed with lidoderm patch and flector patch. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site and lead site. The patient was prescribed with lidoderm patch and flector patch. The patient will undergo a revision procedure.